Manufacturer narrative:
No product will be returned per customer. The customer complaint of set came apart could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported during a site visit that a tubing separation occurred on the medical/surgical unit. The tubing separation happened while ¿milking the set¿ after an air-in-line alarm occurred. The clinician stated the tubing set contained normal saline or dextrose 5%. The clinician cannot recall the event date and the tubing was not saved.